Event description:
According to the customer, she has been using briefs for a few months with no issues, then when she received two packages in august, the products seemed different. After a few hours of wearing, she developed a diaper rash on her leg that was in contact with the brief, and tailbone.

Manufacturer narrative:
According to the customer, she has been using briefs for a few months with no issues, then when she received two packages in august, the products seemed different. After a few hours of wearing, she developed a diaper rash on her leg that was in contact with the brief, and tailbone. Her doctor prescribed her antifungal cream; she does not know the name of it. She has since stopped using the briefs. The rash has subsided. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.